Event description:
During follow-up, noise was noted on the right ventricular lead. Diagnostic imaging was performed and no lead damage was observed. The lead was explanted and replaced to resolve the issue. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. Noise was noted on the right ventricular lead. No further intervention was performed at this time. Patient is in good condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed an external abrasion distal to the connector boot consistent with friction between the device and can, breaching the right ventricular cable and inner coil lumens. Electrical testing did not reveal any indication of conductor fractures. The abrasion may have contributed to the reported noise event.